Event description:
It was reported that a an ilet user was announcing an excess of "more than usual" meals to correct high glucose, which constitutes incorrect meal size selection and off-label use of meal announcements. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alarms, no alerts, and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user misunderstanding of correct meal announcement practices, with subsequent confirmation that the patient now understands to announce ¿usual for me¿ unless a meal differs by approximately 50 percent in carbohydrates. It was concluded that the device operated as designed and that the event was attributable to user technique.